Manufacturer narrative:
The original MDR was filed 9/18/2017. Siemens healthcare diagnostics concluded their investigation and is unable to determine the cause of the discordant elevated cardiac troponin (tni) result obtained on a patient sample on the dimension exl system. The cause for the falsely discordant elevated tni result is unknown. The device is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center for the discordant elevated tni result obtained on the dimension exl instrument. The cause for the discordant elevated tni result is unknown. Siemens is investigating the incident.

Event description:
A discordant elevated cardiac troponin (tni) result was obtained on a patient sample on the dimension exl system. The same sample was repeated and run on the same instrument and a high result was obtained. The initial result was reported to the physician who questioned the result. The same sample was sent to an alternate facility and run on an alternate non-siemens instrument system and a lower result was obtained. A corrected report was issued for the result obtained on the alternate method. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tni result.